Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt¿s father reported the infusion device delivers too little insulin between the hours of 9:00 a.m.-8:00 p.m. Father changed the insulin cartridge on (B)(6) 2011, and insulin spilled into the cartridge compartment due to a handling error. He dried the cartridge compartment, and since then, pt has experienced elevated blood glucose. Blood glucose was 271 mg/dl on (B)(6) 2011. Pt at 2 be and delivered 2.5 iu of insulin via the infusion device. Blood glucose was 235 mg/dl at 3:00 p.m., 180 mg/dl at 5:00 p.m., and 245 mg/dl at 6:00 p.m. The cartridge and infusion tube are changed every 7-10 days, and the infusion needle is changed every 2 days. Father was referred to the user¿s guide. Pt did not have an infection or start new medication, and her normal blood glucose level is 120 mg/dl. She did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for evaluation. No additional information was provided.